Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient had an MRI and now has a metal taste in her mouth. The patient also reported the battery was not working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was not clear in reporting that their battery was not working. The rep stated that the patient noted their charging system wasn¿t working and was instructed to call patient services to help them obtain a new one. The rep stated that the patient did not have a pain physician set up in the (B)(4) area for them to see the patient. They mentioned that the patient would call them if they needed. No further complications were reported or anticipated.